Event description:
The physician was performing an endoscopic biliary stone removal using an extraction balloon. While using the balloon to attempt removal of the stone the distal tip of the balloon catheter detached and the procedure was aborted. After 4 or 5 days the physician removed the biliary stone with a basket; however, the detached portion of the balloon catheter remained inside of the pt. Two days after the stone extraction procedure the physician pulled the detached tip to the side of the duodenum using an ercp catheter and removed the tip with biopsy forceps. The pt was reported to be in satisfactory condition.